Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 384mg/dl. Customer treated elevated bgs by drinking water, and raising the basal rate, per recommendation from their healthcare provider (hcp). Customer was fighting a virus, and hcp raised basal rates to combat high bgs. Customer is currently okay.